Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient is having difficulty charging. The patient can't get a good connection. It's difficult to obtain 6 out of 8 bars. The connection is always around 0 to 4 bars and moves constantly. The patient has gained this past year and the device is implanted at an angle. The rep met with the patient and tried to find a good connection to place the paddle. Troubleshooting was done to find an ideal area to place the paddle. The issue has not been resolved. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's charging issues and their ins being tilted was not determined. Post op the rep did not recall the device being tilted and the patient never had charging issues until recently. Troubleshooting on how to locate the ins was done. The rep suggested using the belt to help stabilize the paddle over the ins. The physician is aware that the patient is experiencing charging issues, but the patient wants to try out new techniques to charge before she sees her physician again. No further information was reported.